Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, long bipolar grasper (lbg) instrument had a broken conductor wire. The customer used a backup instrument to continue with the planned procedure. No fragments fell inside the patient. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the broken cable was black and that the insulation was stripped or damaged. It is unknown if there was any loss of cautery or thermal damage at the site of the breakage. There was no arcing observed during the procedure and there was no instrument collision. There are no photographic images for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The conductor wire was not damaged. Correction : primary product batch/lot number under section d was updated to k11240404 0460.

Event description:
Refer to h11 for follow-up information.